Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been similar events for the reported lot. A visual inspection of the device found it to be twisted and bent toward the "chuck" end of the shaft. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by distribution center staff at in-coming inspection that the shaft of the device had bent. I confirmed the situation with the sr that it was broken when it was bent tightly.

Event description:
It was reported by distribution center staff at in-coming inspection that the shaft of the device had bent. I confirmed the situation with the sr that it was broken when it was bent tightly.